Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the cartridge tubing. Reportedly, the customer primed the tubing to address the event. Blood glucose was 360 mg/dl.